Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h4. Visual evaluation of the provided photos/returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility is considered not breached. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported event can be attributed to transit damage. The cause of thermal damage occurs in transit and storage conditions from the time a package leaves the manufacturing site to the time it arrives in the distribution center. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, upon opening the outer box of a femoral implant to give it to the nurse, the inner package appeared damaged or warped. Attempts to obtain additional information have been made; however, no more information is available.